Event description:
Patient implanted with matrix construct at l2-l5 approximately one year prior to revision. Follow up x-rays showed, the tulip head on the left l2 screw had disengaged from the shaft of the screw. Surgeon removed l2 screws bilaterally and replaced with larger diameter screws. Two rods were removed and replaced and all locking caps were removed and replaced. Surgeon viewed a halo around two other screws and believed the screws were either loose or had the potential to become loose and lose purchase at a later date. The two screws were removed and replaced. This is the 5th of 5 reports submitted on this event.

Manufacturer narrative:
Investigation is on going; no conclusion could be drawn as no device was returned or lot number provided.